Event description:
Bil breast augmentation in 1992. No problems until early 2009 - pt noticed right breast deflation. The following month: pt underwent removal of deflated right breast implant. Right breast augemented with mentor 275cc nacl implant filled to 300cc. Old implant removal intact, but deflated.